Manufacturer narrative:
The insulin pump passed the displacement test and self test. Keypad unresponsive or button error alarm not confirmed. Device received with cracked belt clip rail case corner and battery tube threads. Device received with pillowing keypad overlay. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had keypad anomaly. Troubleshooting was done for keypad anomaly. Customer stated that the number's were ramping or scroll bar was moving up or down with no input from the user. No further details given. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.